Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. There was slight compression noted at the flex tip. Kinks were observed on the guidewire shaft and on the flex shaft just distal to the nose cone, but were considered due to device return shipment. No other visual abnormalities were observed. The esheath was not returned for evaluation. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system or sheath was the source of the complaint. The complaint for delivery system, withdrawal difficulty, valve through sheath was not confirmed. It was reported that the valve was advanced too far past the marker, which may indicate that the distal section of the crimped valve was positioned over the nose tip shoulder. This may impact the profile of the crimped valve and affecting its ability to be withdrawn into and through the sheath. Additionally, two factors were identified that may have prevented the delivery system from withdrawing into or through the sheath: non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath; and residual liquid volume in the delivery system balloon during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. The complaint was unable to be confirmed, and no manufacturing non-conformities were found in the returned sample. Available information supports that procedural factors likely contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the november 2015 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our european affiliate, during a transfemoral tavr procedure, while attempting to withdraw the delivery system and undeployed valve through the esheath, the valve could not be withdrawn. The valve was deployed in the descending aorta and a second valve was prepped and implanted with good result.